Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual examination noted that a portion of the helix tip was missing. The extendable/retractable helix was broken off and the distal portion of the helix was not returned. Visual inspection also noted dried blood/body fluid in the lead tip. Characterization of the fracture surface showed a rotational pattern that indicated the helix was likely being torqued and twisted when the fracture occurred. This type of damage is consistent with a torsional overload failure. This confirmed the reported clinical observation of helix retraction difficulties.

Event description:
It was reported the this right ventricular (rv) lead was not able to be successfully implanted due to helix extension issues. This lead was successfully replaced. No additional adverse patient effects were reported.